Event description:
Rptr had silicone implants put in in 1988. In 1991 she started having problems with her mental status. Things people woud say to her seemed hard to register. Soon after, the right side of her body would be weak and numb. This has progressed to seizure-like symptoms and breathing problems.